Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket had failed. A field service engineer (fse) reported that nothing had failed upon arrival. However, when the technician opened drawer 2.2 in the auxiliary unit, two pockets were found to have popped up and failed. The technician was able to recover one of the pockets, while the other one had to be removed. After corrective action was taken, the drawer was tested again without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es m4_west_a_aux 2.2 cubie legacy drawer failed to open and indicated that maintenance was needed. The customer attempted to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.